Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/22/2018, device returned to manufacturer? Yes. Device evaluation: the sample was received in specimen container. Only the lens from the preload delivery system was received for evaluation. Visual inspection using microscope magnification was performed: the optic section of the lens was cut in three (3) portions. Both haptics were observed detached. Viscoelastic residue was observed in the lens pieces. The condition observed in the lens and the way in which the cut was formed is consistent with a unit that has been cut due to explant process. The returned lens parts were observed clear as expected in the 1-piece acrylic lens. Only viscoelastic was detected. The reported issue could not be verified on the returned lens. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 9.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. It was later explanted due to decreased visual acuity and photophobia. The replacement lens was the same model, but different diopter of 18.5. No additional information was provided.